Event description:
This is three of three similar incidents reported by the same user facility. Unit reports incident of a leak at or near the pump segment connector on the inlet side which caused air to enter into the system. Due to potential for contamination the extracorporeal circuit was discarded resulting in ebl = 250 cc. A new bloodline was set up to resume treatment. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only. The complaint sample was discarded and no further info regarding this event is available.